Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. Troubleshooting was performed. The customer's blood glucose level was unknown at the time of the incident and call. The customer was advised to disconnect at the quick release and was assisted with fixed prime. The customer stated that insulin exited during prime and that the insulin pump alarmed no delivery as well. The customer was advised to perform a rewind/load reservoir process and perform a manual prime. The customer reported that the insulin pump alarmed again during manual prime. The customer was advised that the no delivery alarm was possibly caused by a infusion set and reservoir occlusion and to change entire infusion set as soon as possible. The product will not be returned for analysis.